Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare provider (hcp) regarding a navigation system being used for a procedure. The caller reported that when they went into the setup equipment screen all of the instruments were missing. The hcp tried to add the instruments again, but they would not populate on the instrument page. The caller was advised to fully shut down the system and power it back up which resolved the issue. There was a less than one hour delay and no impact on patient outcome as a result of this issue.

Manufacturer narrative:
Additional information: patient information received. Updated with additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was a functional endoscopic sinus surgery (fess).